Event description:
It was reported after using the catheter for one hour, the generator would not deliver power because there was no flow from the distal end of the catheter even though the cool point pump was running. The catheter was removed and the lumen was flushed with a syringe and fluid came out the handle of the catheter. The catheter was replaced with another and the procedure was completed without consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.